Manufacturer narrative:
Lumenis investigated the reported event contacting the initial reporter to obtain follow-up information, patient treatment settings, patient information, device operator, and to obtain the reported lumenis fiberlase co2 fiber for further analysis. Despite reasonable attempts by phone and email, the user facility refused to provide any additional information other than the initial report received. Insufficient information is provided in the initial report to complete an investigation and to determine a possible root cause. Should additional information be provided by the user facility to lumenis with which to determine a cause for reported event, lumenis will file a follow-up MDR. Device not returned to manufacturer.

Event description:
A user facility patient safety specialist reported on medwatch (B)(6) that during a tonsillectomy while using a lumenis fiberlase co2 fiber the user facility stated: "laser tonsillectomy was performed using the c02 laser with short hand piece. The left side was completed without issue. Near the completion of the right buccal mucosa suffered a thermal injury. Inspection of the c02 laser demonstrated a breach / break in the filament approx. 1.5cm from the tip that presumably resulted in excess heat generation". No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.